Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had an irritation under the lifevest. The patient was given a prescription from his physician. The patient was also told to remove the device to let his skin heal. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.